Manufacturer narrative:
B5: updated.

Event description:
It was reported that the patient experienced pericardial effusion. The patient underwent a pulsed field ablation procedure with the farwave device. A moderate baseline pericardial effusion was noted. The procedure was continued and successfully completed. The physician then proceeded to continue with a left atrial appendage (laa) closure procedure. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. When switching imaging modalities from intracardiac echocardiography (ice) to transesophageal echocardiogram (tee) a larger pericardial effusion with cardiac tamponade was noted. The patient blood pressure had decreased and pressors were given to treat this. The physician then performed a pericardiocentesis and withdrew 2 liters of blood from the pericardium. Two hours later the blood being removed had slowed but was still accumulating. The patient had received 80mg of protamine and 1 liter of blood was given. The patient was then brought to surgery where the source of the bleed could be repaired and where the laa of the patient was ligated. The patient was admitted to the hospital following surgery to recover from this event. It was further reported that eight (8) days post procedure the patient was recovered, doing well and was discharged from the hospital.

Event description:
It was reported that the patient experienced pericardial effusion. The patient underwent a pulsed field ablation procedure with the farwave device. A moderate baseline pericardial effusion was noted. The procedure was continued and successfully completed. The physician then proceeded to continue with a left atrial appendage (laa) closure procedure. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician inserted the was into the patient. When switching imaging modalities from intracardiac echocardiography (ice) to transesophageal echocardiogram (tee) a larger pericardial effusion with cardiac tamponade was noted. The patient blood pressure had decreased and pressors were given to treat this. The physician then performed a pericardiocentesis and withdrew 2 liters of blood from the pericardium. Two hours later the blood being removed had slowed but was still accumulating. The patient had received 80mg of protamine and 1 liter of blood was given. The patient was then brought to surgery where the source of the bleed could be repaired and where the laa of the patient was ligated. The patient was admitted to the hospital following surgery to recover from this event.